Event description:
It was reported that the patient experienced an underdose; specific symptoms were not provided. The pump was replaced in 2009. The catheter was not aspirated and the pump was not primed on the back table. The hcp had calculated the amount of time that it would take for the water to go through the catheter. Two days later, the hcp programmed a priming bolus of 0.199. Two hours after the priming bolus, the patient experienced an overdose; specific symptoms were not provided. The pump was used to deliver baclofen, morphine sulfate, bupivicaine and clonidine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.